Manufacturer narrative:
MFR ref no.: (B)(4). The device was returned to baxter and an eval was performed. The device was found out of spec in relation to the sys error 105. The eval confirmed but did not reproduce the sys error. The reported symptom was observed during power up and was caused by a failed motor flex. The failed motor assembly was replaced.

Event description:
It was reported that a spectrum pump displayed sys error 105. It was also reported that there was no pt injury.